Event description:
It was reported that during a preparation, a wire became stuck in the microcatheter. Outside the patient, the 180cm fathom 16 became stuck in the 135 renegade high flow microcatheter. The physician attempted to remove the wire after flushing the hoop and catheter lumen but the wire would not move. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).